Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse indicated a leak coming from tubing at pv40 and high conductivity (c) on latron. Tubing at pv40 provides open drain path from differential waste chamber to the waste and vacuum in the operated state. The fse replaced the tubing at pv40 which was worn to fix the leak issue and returned the following day with tubing to resolve the latron issue. The fse replaced the vacuum tubing for conductivity and replaced bad actuators on pv 39, 40, 41 and 43 damaged by the leak, which were impacting draining of the waste chamber. Failure mode: leak attributed to worn tubing at pv40. Actuators at pv39, 40, 41 and 43 which impacted waste chamber draining. Vacuum tubing for the latron conductivity issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that there was a clear leak contained inside of the coulter hmx autoloader analyzer (115v). The customer was running latron primer when they noticed the leak. The customer was running latron primer when they noticed the leak. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.